Manufacturer narrative:
(B)(4). The comment below is being added as it was inadvertently omitted from follow up (B)(4). This is not an MDR reportable serious injury.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of dianeal pd1 1.36% 2l tb. The dianeal pd1 1.36% 2l tb has been identified as the cause of this peritonitis. The dianeal pd1 1.36% 2l tb lot number involved in this incident (10i20g44) has been withdrawn from the market due to complaints of sterile peritonitis.

Event description:
This complaint has been opened to address the (B)(6) 2010 peritonitis originally reported in complaint (B)(4). The other incidents will be addressed in separate complaints. This is a case report received by baxter (B)(4) from baxter (B)(4). It was reported the first sign of peritonitis , muddy dialysate (drain fluid) occurred on (B)(6) 2010. The patient was treated for the peritonitis and his dialysates cleared up. The muddy dialysate occurred two more times on (B)(6) 2010 and (B)(6) 2010. The (B)(6) 2010 and the (B)(6) 2010 incidents will be addressed in separate complaints. They realized that the muddy dialysate was occurring after treatment with of dianeal pd1 1.36% 2l tb (code (B)(4)). The physician assumes that this batch ((B)(4)) of dianeal pd1 1.36% 2l tb (code (B)(4)) caused the chemical peritonitis in this patient.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. A 510(k) number will not be sent in the MDR as this is for an unknown renal disposable product. As additional information becomes available it will be provided in a follow up.